Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. Treatment for the event included vancomycin (0.5 gm, every 3 days, and ip), ceftazidime (1 gm, once a day, and ip) and loratadine tablets (10 mg, once a day, and oral). The patient was temporarily transferred to hemodialysis. About 2 weeks after hospitalization, the patient returned to peritoneal dialysis. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.